Manufacturer narrative:
The insulin pump received with button error alarm and had intermittent buttons response due to corroded keypad traces. No unexpected numbers ramping or scrolling noted during testing. Unit had minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported via phone call that the customer had high blood glucose of 238 mg/dl. Caller stated that the customer's insulin pump was alarming button error and it stop working . Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.